Event description:
Patient presented to office on (B)(6) 2020. All vital signs were normal with exception of saturation of oxygen. Patient was wearing a paper mask secured over her ears properly. While the pulse oximeter was live, we had her remove her mask. Her oxygen saturation level immediately went to 96%. Mask was reapplied and saturation of oxygen went to 90%. FDA safety report ID# (B)(4).